Event description:
A decompression suboccipital with c1 laminectomy and cranioplasty was in progress approx 10 mins when the pt's head slipped in mayfield skull pins. The pt incurred a laceration to left side of her head which required sutures and staples to repair the laceration. A revision was not required. Integra disposable adult mayfield skull pins (a1072) were used during the procedure. The skull pins used during the surgery were probably one of these two lot 1122866 exp 2014-07 or 1125363 exp 2014-11. The pt's outcome was very good, no other problems.

Manufacturer narrative:
Add'l expiration date: 11/2014. To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.